Event description:
The pt reported that the infusion device does not deliver the bolus amount correctly and no e4 (occlusion) errors are displayed. On (B)(6) 2012 the pt's blood glucose elevated to 400 mg/dl and the pt bolused through the infusion device but was unable to lower blood glucose levels. The pt also changed the infusion accessories with no success. The pt's normal blood glucose range is 120-150 mg/dl. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.